Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, fse arrived at the site to address the reported event. Fse replaced the preheater and tested the device. Then, the customer ran calibration, quality control (qc), and precision without issue. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the preheater.

Event description:
On (B)(6) 2016, the customer reported a high pressure alarm with their g8 analyzer. The customer changed the filter but the error persisted. Techncial support (ts) advised the customer to remove the filter tubing, zero out the pressure, and disconnect the right side of the column. The error persisted despite the troubleshooting.on (B)(6) 2016 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.